Event description:
It was reported: pt was non-compliant with post-operative rehab protocol. Pt presented 3-4 weeks post operative, without expected rom in implanted knee joint. In 2002 a right knee partial synovectomy was performed, following which pt exhibited smooth unispacer motion was visible in a/p and m/l fluoroscopic views.